Event description:
Been having a lot of side effects not knowing that they were all related to my essure. Had essure placed (B)(6) of 2013 and have had chronic pelvic pain during intercourse, chronic fatigue, horrible brain fog, was diagnosed with fibro and chronic fatigue syndrome, back pain, joint pain, headaches, insomnia, depression, symptoms of early menopause.